Manufacturer narrative:
Product ID 3889-28, lot# va22cbe, implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated that the device was removed on (B)(6) 2020 patient said she didn't want any other plan or intervention since she was worse now than before having the implant. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va22cbe, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the device was not working, and they had ¿not been having results¿ and ¿going (to the bathroom) more.¿ it was noted that they have another stimulator implanted on the same side for their back and spine so they turned their spinal stimulator down to zero so they could feel where their bladder stimulator was stimulating. It was stated that they were feeling stimulation in the back and hips, and they think something moved because they were not feeling stim in the same place as they were during the trial. It was noted that the healthcare provider did an x-ray before implanting the ins to check on placement, and the patient had already called their office and left a message. Troubleshooting on the call was attempted. They were able to pair the handset and the communicator, but were not able to connect to the ins. It was recommended that they follow up with their healthcare provider to address their symptoms and inability to connect to the ins. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated the issue has not been resolved. The patient had seen his doctor before he had the battery put in, she told the patient she could fix it, so the patient okay her to do it. The patient was told to give it time to work but still not getting any result. The patient stated since that had it put in , they don¿t have any result .it's seems like is worse with their bladder. The patient plan to have it taken out as soon as they can. The patient have appointment with doctor on (B)(6) 2020. The patient had it done on (B)(6) 2019. There was no step taken to resolve the reported issue. The patient was told that it would be done on their left side but it was put on the right side which they had a battery from their stimulation on their back problem.